Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis treatment, there was blood leaking on the venous luer connector of the device and a crack was also observed. It was stated that the doctor assembled a temporary tube to replace the problematic port. Iodophor was the type of cleaning agent used on the device. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the blue adapter was disengaged and not received. Pmv performed functional testing which included submerging the catheter into a water bath. The brown end was clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged blue adapter may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis treatment, there was blood leaking on the venous luer connector of the device and a crack was also observed. It was stated that the doctor assembled a temporary tube to replace the problematic port and the nurse tightened the interface manually after each dialysis. The treatment was delayed but it was completed. There was no indicated significant blood loss. Iodophor was the type of cleaning agent used on the device and cleaning agents were allowed to dry thoroughly prior to applying ointments to the area. There was no reported patient injury.